Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section h3, and to provide the completed investigation results. One used 6fr angio-seal vip device was received for product evaluation. The carrier tube assembly was returned along with the header bag. No other accessory components were returned. The carrier tube was returned in full forward lock position. Visual inspection revealed that there was no damage to suggest that the deployment sleeve had been placed or removed from the rear lock position. There was no evidence identified with the deployment sleeve have been previously locked into the sheath cap. No damage was noted to the deployment sleeve proximal locking tabs or the tensioner cap latch hooks as well. The anchor and collagen locations were consistent with non-deployment. The bypass tube location and orientation were consistent with the manufacturing position. Microscopy analysis revealed that there was a kink identified at the proximal portion of the manufactured slit in the carrier tube assembly and found kinked adjacent to the proximal part of the bypass tube. Functional testing was performed, and the carrier tube assembly was inserted into the sheath and moved into the full forward-lock position; positive engagement was verified, and a distinct "click" was heard. The carrier tube and anchor fully exited the sheath. However, the anchor was detached from the suture and the testing was unable to be completed. The returned header bag was examined, and it was noted that the temperature indicator was triggered upon receipt. As per the complaint description, both clicks were heard during deployment of the device was not confirmed since the deployment sleeve was in the full forward lock position and there was no evidence found that the deployment sleeve had been previously locked into the hemostasis cap. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The location of the kink indicates that the kink likely occurred while handling or inserting the device into the sheath. The temperature dot was triggered, and it was likely exposed to the extreme heat greater than 100 fahrenheit. The fragility of the suture (or anchor detachment) is likely due to the suture being exposed to high heat during the shipping of the complaint product after the complaint event. However, in the absence of the hemostasis sheath, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d10, to update sections d4 and h3, and to provide the completed investigation results. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that after an angiogram, the doctor had decided to apply the involved angio-seal device to the patient. They open the package without any abnormalities observed. The equipment was assembled and introduced to the patient. They passed the point to locate the exact location in the artery then they put in the angio-seal sheath, 2 click sounds were heard. When the doctor was retracting it to deploy, the whole thing came out. They realized that the anchor did not come out from the sheath. Finally, the operator decided to perform manual compression on the patient. The procedure was completed successfully without complication. Additional information was received on 21aug2019. A 6fr procedure sheath size was used. The patient's condition was reported to be stable.